Event description:
The pa placed PICC in patient. After line was inserted into patient, pa & rn discovered that line had a crack in it and was leaking when flushed. Line then removed. This was discovered prior to using line for ivf and prior to x-ray for placement.